Event description:
This case was initially received via regulatory authority (B)(6) on 04-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant hemorrhages"), pelvic pain ("pelvic pain") and chalazion ("ocular dryness (three chalazions removed in (B)(6) 2017)") in a female patient who had essure (batch no. B21580, 4213008799 8) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain of 10 kg between 2013 and 2014"). On (B)(6) 2013, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), sciatica ("recurrent sciatica"), pain in extremity ("pain in right arm/ pain in hands "), dry eye ("ocular dryness (three chalazions removed in (B)(6) 2017)"), fatigue ("significant fatigue") and aphasia ("speech disorder (confusing words)"). On an unknown date, the patient experienced chalazion (seriousness criterion medically significant). The patient was treated with surgery (mucosal abrasion in (B)(6) 2017, then total hysterectomy on (B)(6) 2018), and surgery (three chalazions removed in may 2017). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pain in extremity had resolved. At the time of the report, the genital haemorrhage, pelvic pain, chalazion, weight increased, sciatica, dry eye, fatigue and aphasia outcome was unknown. The reporter provided no causality assessment for aphasia, chalazion, dry eye, fatigue, genital haemorrhage, pain in extremity, pelvic pain, sciatica and weight increased with essure. The reporter commented: she experienced pain in right arm (impossibility putting her arm up), pain in hands (she thought she had arthrosis). Mucosa abrasion in (B)(6) 2017 and finally, total hysterectomy on (B)(6) 2018 with removal of ovaries. Two days after the intervention, the patient could put her arm up with no more pain, pain in hands was resolved. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 06-jun-2018 for the following meddra preferred terms: pelvic pain - the analysis in the global safety database revealed 11.493 cases. Genital haemorrhage - the analysis in the global safety database revealed 1.084 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("significant hemorrhages"), pelvic pain ("pelvic pain") and chalazion ("ocular dryness (three chalazions removed in (B)(6) 2017)") in a female patient who had essure (batch no. B21580) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced weight increased ("weight gain of 10 kg between 2013 and 2014"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), sciatica ("recurrent sciatica"), pain in extremity ("pain in right arm/ pain in hands "), dry eye ("ocular dryness (three chalazions removed in (B)(6) 2017)"), fatigue ("significant fatigue") and aphasia ("speech disorder (confusing words)"). On an unknown date, the patient experienced chalazion (seriousness criterion medically significant). The patient was treated with surgery (mucosal abrasion in (B)(6)2017, then total hysterectomy on (B)(6) 2018), surgery (essure removal on (B)(6) 2018) and surgery (three chalazions removed in (B)(6) 2017). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pain in extremity had resolved. At the time of the report, the genital haemorrhage, pelvic pain, chalazion, weight increased, sciatica, dry eye, fatigue and aphasia outcome was unknown. The reporter provided no causality assessment for aphasia, chalazion, dry eye, fatigue, genital haemorrhage, pain in extremity, pelvic pain, sciatica and weight increased with essure. The reporter commented: she experienced pain in right arm (impossibility putting her arm up), pain in hands (she thought she had arthrosis). Mucosa abrasion in (B)(6) 2017 and finally, total hysterectomy on (B)(6) 2018 with removal of ovaries. Two days after the intervention, the patient could put her arm up with no more pain, pain in hands was resolved. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain - the analysis in the global safety database revealed (B)(4) cases. Genital haemorrhage - the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.